Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e2, e3, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported that during regular check-up, there was a beep during standby for the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2. Corrected fields: e1(event site telephone).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that there was a beep during standby for the cardiosave intra-aortic balloon pump (iabp).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation, conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The beeping sound stops when the ac cord is unplugged. Occurs due to a faulty power management board. The fse replaced the power management board to resolve the issue. Once completed all safety, functionality, and calibration checks are done and all tests passed to factory specifications, the test is returned to the facility. The failure analysis and testing dept. Received pcb, power management with a reported unit failure of there is a beeping sound during standby.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r.the board passed testing.the fat dept. Proceeded to pump the cardiosave in clinical mode.the fat dept. Then pressed the standby button to place the cardiosave into the standby mode.the fat dept. Did not hear a beeping sound.the beeping sound (alarm) will sound when the cardiosave is in standby for at least 10 minutes.this is a safety feature in the cardiosave.probable cause of the beeping (alarm) sound was the unit was in standby for at least 10 minutes.the board passed testing.retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Au.the probable cause for power management board is component reliability.